Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. On (B)(6) 2011 it was further clarified that the unit failed to power up on battery power. The customer was provided with the information to order a new one. We will consider this a failure of the battery.